Manufacturer narrative:
Due to character limitation in e1 for initial reporter, initial reporter - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit display went black momentarily and then reappeared. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they inspected the unit and did not see any issues but did see error codes 111, 112, 118 in the logs. All of these pointed to the executive processor board (0670-00-0770) and it was replaced. The software was also upgraded to b.17. Device passed the performance and safety checks according to factory specifications. The fat department performed visual inspection of part received and found that the part is in good condition. Fat installed executive processor board into the cardiosave test fixture and run the test in simulated clinical settings for 3 hours and could not verify the reported failure of unit display went black.

Event description:
N/a.